Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were intermittently observed within the infusion set tubing. Tandem technical support (cts) suggested to change the cartridge to resolve the issue; however, customer declined further troubleshooting with cts therefore no information was able to be obtained. Customer¿s blood glucose level was 102 mg/dl.